Event description:
Factory analysis of a returned power supply revealed a shorted component. Malfunction of the power supply as noted during use could result in a loss of the 5v supply which may result in the power supply and ventilator shutting down. If a failure of the power supply occurs during use and the ventilator shuts down due to a loss of power, an audible power fail alarm will activate.